Manufacturer narrative:
A depuy (B)(4) supplier examined the returned products and confirmed the complaint. The cause is attributed to an incomplete assembly, assembly not in the axis and seizing. The devices and x-rays associated with this report were not returned. A search of the complaint database found no additional reports for both of the reported part and lot number combinations. A depuy france supplier reviewed the device history records for the glenosphere and found the product conformed to the required specifications and found no manufacturing deviations or anomalies. Provided information states the patient had three previous failed rotator cuff repairs and the intra operative findings were that the glenosphere was not locked into the metaglene. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient was revised to address disassociation of the glenosphere from the metaglene.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed